Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short circuit condition. It was reported that a vns patient had experienced an increase in seizures, below pre-vns baseline levels, just prior to generator revision surgery. The patient's seizure activity reportedly began to decrease two days after revision surgery. Follow up with the patient's treating vns therapy physician revealed that she did not believe the patient's seizures were due to vns and added that the patient's generator had been replaced prophylactically. If present, an intermittent short-circuit could have potentially contributed to the patient's increased seizure activity, though this activity was still below pre-vns levels.

Manufacturer narrative:
Device failure is suspected.